Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was determined the ventricular leadless pacemaker (vlp) exhibited premature battery depletion. The vlp was explanted and replaced. The patient was in stable condition.